Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle did not retract, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The reported event stated that the needle did not retract. The needle mechanism was observed and no damages or defects were found. The returned device was in the deployed state. The formed needle was properly seated in the slide retract, and the slide retract was fully retracted in the mechanism rail. The tip of the formed needle was fully retracted back into the needle well. No issues were observed with would cause the reported needle mechanism failure. Per new information, the following were updated. D1 - brand name changed from omnipod insulin pump to omnipod insulin management system. D4 - model no changed from 14810 to 19191. D4 - lot no changed from blank to l45702. D4 - catalog no changed from zxy425 to zxp425. D4 - expiration date changed from blank to 10/12/2021. D4 - unique identifier (UDI) # changed from (B)(4). G5 - PMA/510(k) # changed from k192659 to k162296. H4 - device mfg date changed from blank to 4/12/2020.